Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the ER complaining of "twitching" around the pacemaker implant site. Reprogramming was done, and the patient didn't have the twitching sensation again. The physician is planning to replace the lead. No further patient complications were reported as a result of this event.